Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with prime alarms due to loose/flush drive support disk. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime anomaly. The insulin pump received with scratched lcd window. The insulin pump received with missing end cap sticker. The insulin pump received with bleeding lcd glass. The insulin pump received with operating currents within specifications. No unexpected low battery life anomaly noted.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 600mg/dl. The mother stated that the customer experienced excessive thirst, not speaking clearly, and urinating. The caller mentioned that there is defectiveness in the screen and the batteries expire fast. Troubleshooting was performed, and found black marks on the screen. The mother stated that the scratches are internally and they could not read the screen. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.